Manufacturer narrative:
Qn#(B)(4). One unit of manta and sheath were returned. Blood particulates were noted. No tear noted on the button valve. Button valve was observed to be intact without any shift or displacement from its original position. The unit was functionally tested for advancement. Significant resistance was observed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar, a 14f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when met with resistance. The first 14f manta device and sheath were removed from the guidewire, and a second 14f manta device and sheath were opened and deployed successfully. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. For further investigation, lot review, and other testing. The der process will continue to monitor for any similar events.

Event description:
It was reported that: "the physician was unable to advance the bypass tube through the valve in the manta sheath." Additional information: during an evar procedure on the (B)(6) 2023, severe resistance was met when trying to advance the bypass tube, it was unable to be inserted into the sheath. No buckling or bending was reported. The entire manta sheath was removed and a new one was placed. No issues reported when deploying the 2nd manta. No medical intervention was needed.

Event description:
It was reported that: "the physician was unable to advance the bypass tube through the valve in the manta sheath." Additional information: during an evar procedure on the 03may2023, severe resistance was met when trying to advance the bypass tube, it was unable to be inserted into the sheath. No buckling or bending was reported. The entire manta sheath was removed and a new one was placed. No issues reported when deploying the 2nd manta. No medical intervention was needed.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.